Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. It was reported that the patient had chest pain and it was found out that the lead was up in the pulmonary artery area. This rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. It was reported that the patient had chest pain and it was found out that the lead was up in the pulmonary artery area. This rv lead was repositioned. No additional adverse patient effects were reported.